Event description:
It was reported to st. Jude medical that the patient received inappropriate therapies for what was identified as noise on the ventricular lead. The noise is consistent with a lead fracture. As a result, the lead was explanted.